Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found the device's downstream occlusion (dso) was reading too high and the dso seal was causing issues. The dso seal was replaced, and the dso sensor was calibrated to fix the issue.

Event description:
The device was returned due to a cassette was not attaching properly error. The results of the investigation found that the device's downstream occlusion (dso) was reading too high. There was no patient involvement.